Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the submental area and may have developed paradoxical adipose hyperplasia in the treated areas. It was reported that the treated area has gotten larger. Patient first noticed symptoms approximately six moths after treatment.

Event description:
Additional information received indicated that the patient did not experience paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data.

Event description:
Patient treated (B)(6) 2018.